Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 20-jun-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawer 3.1 was not detected on the bus. A field service engineer replaced the retractor band, two controller boards and the ribbon cable, reconfigured and tested functionality. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawers were not detected on the bus. The station was powered down for 10 minutes and restarted to attempt recovery of the drawers, but it was unsuccessful. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.